Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow-up where a type ii endoleak was observed with approximately 2cm cuff migration leading to an insufficient overlap between device components. A re-intervention was done where the physician implanted two vela suprarenal cuffs, successfully resolving the overlap issue. The patient is reported as doing well post procedure. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there were confirmed evidence to support the following reported event; migration ir cuff (ir cuff 3cm/61m), insufficient overlap of ir cuff and mb (2cm), secondary procedure-2 sr vela cuffs placed, final patient disposition, el2-lumbar. In addition, on (B)(6) 2017 (at 61 months post implant), patient had a coil embolization of el2 and an aneurysm enlargement (1.7cm/60m). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the infrarenal cuff migration could not be determined due to lack of relevant imaging records. However, it is likely that the cuff migration contributed to the decreased overlap. No procedure-related, user-related issues were determined. Unable to determine anatomy-related issues, off-label and cautionary product use conditions. Associated clinical harms for this device failure include: aneurysm enlargement and a secondary endovascular procedure. There was no device related issue involving the type ii endoleak. The cautionary product use condition, and patent lumbar arteries, likely contributed to the clinical harm: type ii endoleak and secondary endovascular procedure. The final patient disposition was discharged home stable on post operative day one with no additional negative patient sequelae following the secondary intervention. This complaint is not CAPA eligible at this time. The review of manufacturing lot confirmed all devices met specifications prior to release. The device still remains implanted in the patient and was not explanted after expiration. No device will not be returned for evaluation. These types of events will be monitored and trended as part of the quality system. (B)(4).